Event description:
New information received on feb 14, 2019 indicating that the patient presented remotely via (B)(6) transmission. Upon review, the implantable cardioverter defibrillator continued to exhibited post-paced t-wave oversensing. No intervention was performed. The patient would be continued to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was stable after the event.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed through remote transmission. The patient was asymptomatic. Programming changes were recommended.